Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2020. The patient¿s parent stated that the patient had a skin reaction which occurred the day after the sensor had been inserted. He developed an infection at the needle insertion site with redness, soreness to touch, a burning sensation, and pus from the insertion site. The following day he had a video consultation with his general practitioner (gp), who prescribed flucloxacillin (antibiotic). At the time of the report he was recovering. No additional patient or event information is available.